Manufacturer narrative:
Patient weight (B)(6). Device evaluated by MFR.: returned product consisted of an express sd stented balloon catheter. The device was bloody outside the device and there was blood in the wire lumen (shaft). The balloon was tightly folded, and the stent was crimped tight over the folded balloon. The hypotube, inner/outer shaft (lumen), stent, balloon, and tip were microscopically and visually inspected. Inspection revealed tip damage (stretched/flared), the stent was moved 7 mm proximally on the balloon, a kink in the shaft and hypotube located 23.5 cm from the tip, shaft damage (stretched/twisted) for a length of 33.3cm-36.4 cm from the tip. Inspection of the remaining portion of the device found no other damage or irregularities. Functional testing was completed by attaching an inflation device (filled with blood) to the hub of the catheter, and positive pressure was applied to the express catheter. As the balloon was inflated to rated burst pressure, the stent expanded easily, however; the proximal end of the stent was moved off of the balloon and did not inflate the last 3mm.

Event description:
Reportable based on device analysis completed on 31jan2019. It was reported that stent failed to deploy. The target lesion was located in the renal artery. After a guide catheter and a guide wire reached the lesion, a 7.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, it was noted that the stent failed to deploy. The device was removed and the procedure was rescheduled. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that stent moved on the balloon.